Manufacturer narrative:
The investigation has been completed. Console logs from the reported day of event were consistent with the complaint and confirmed the reported failure mode given. There was a controller error alarms triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench were for approximately four minutes, interpreted as -16384 values. The console was investigated. The failure was unable to be reproduced throughout testing and was characterized by a temporary loss of optical data. The cause of the issue was not determined since the issue could not be reproduced

Event description:
The complainant reported that an automated impella controller (aic) experienced a controller failure alarm. The device was removed from service as a result of the failure. There was no patient involvement.